Manufacturer narrative:
Device is used for treatment, not diagnosis. Unknown implant date in (B)(6) 2013. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient was implanted with a trochanteric fixation nail (tfn) in (B)(6) 2013. On an unknown date post implant it was noted the tfn had migrated. Reportedly the patient fell twice in the rehabilitation center. The patient was admitted to the hospital on (B)(6) 2013 for removal of the helical blade, nail and locking screw and patient was revised to a total hip replacement. The revision procedure was successfully completed with no patient injury reported. This report is on an unknown tfn nail. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The relevant history of the patient falling twice in the rehabilitation center was reported in the complaint description.

Event description:
This report is 2 of 3 for (B)(4).